Event description:
The complaint is reported as: "as they were peeling away the sheath it broke and there was a section left in the vein. They had to remove it with forceps." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one peel-away sheath for analysis. Signs-of-use in the form of biological material was observed on the peel-away tabs. One half of the peel-away sheath was intact, while the other half was separated. Visual analysis revealed that one half of the peel-away sheath separated approximately a quarter of the way down the extrusion. Microscopic examination revealed that the portion of the score lines directly adjacent to the tabs appeared uniform and normal. Further examination revealed that the score line started to become wavy and not uniform approximately 10mm from the tabs. The extrusion did not peel along the blue line evenly where the sheath separated into two pieces. Additionally, the score lines at the separation appeared to have a rippled effect. The sheath separation measured 16mm from the tabs. On the peel-away sheath half that was still intact, the sheath extrusion from the tabs to the distal tip measured 4 1/16", which is within the specification limits of 3 7/8"-4 1/8" per the peel-away graphic. A manual tug test confirmed both sheath halves were connected securely to their tabs. This tug test resulted in the extrusion on the functional half to break approximately 10mm from the tab. A device history record review was performed, and a relevant finding was identified. Non-conformances were initiated for batch 34x20a0006 to address the issue of a peel-away sheath tearing incorrectly. The IFU provided with the kit informs the user, "grasp tabs of peel-away sheath and pull apart, away from catheter, while withdrawing from vessel until sheath splits down its entire length". The customer report of a peel-away sheath tearing incorrectly was confirmed by complaint investigation of the returned sample. Microscopic examination revealed that the sheath started to tear correctly along the score lines, but almost immediately began to deviate. The sample passed all relevant dimensional requirements. A device history record review was performed, and a relevant finding was identified. Based on the sample received and the customer report, manufacturing caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "as they were peeling away the sheath it broke and there was a section left in the vein. They had to remove it with forceps." No patient harm reported. The patient's condition is reported as fine.